Event description:
It was reported that audible alarms were detected. The controller was blank with a white screen and no patient data could be read. The alarm was audibly heard but unable to be visibly detected. A new controller was issued to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank screen on the system controller was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 4 days (17jan2022 ¿ 19jan2022, 25jan2022 per timestamp). Events captured on 25jan2022 took place in the testing labs at abbott. There were no notable alarms active in the log file. The driveline was disconnected on 19jan2022 at 12:38:42 and the controller was shut down at 12:39:02. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller was connected to the system monitor and a blank white screen on the controller was observed. The lcd display was replaced and the controller was able to function as intended. The controller underwent preliminary and functional testing following the repair and passed. The controller was able to operate a mock loop and functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 18mar2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.